Event description:
It was reported that review of a merlin.net transmission showed non-sustained v lead noise due to post-paced t-wave oversensing. The patient was asymptomatic. Programming changes were recommended. No adverse consequences were reported.